Manufacturer narrative:
(B)(6). Device manufacture date could not be determined with the information provided.

Event description:
It was reported that a smiths medical ac adapter was producing an intermittent current, which has damaged the interal workings of a cadd solis pump. The product fault did not occur while in use with a patient. No patient injury.